Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report missing sensor wire on (B)(6) 2014. Patient's father claimed that during sensor deployment, sensor wire fell out from applicator barrel. Patient's father did not report any injury or medical intervention at the time of contact with dexcom technical support.